Manufacturer narrative:
(B)(4).

Event description:
It was reported that an error message displayed during aspiration. An angiojet® solent¿ omni was selected for a thrombectomy procedure. Aspiration was initiated inside the body for approximately 45 seconds. However, an error message to check saline supply displayed. The device was re-primed and worked for an additional 45 seconds and the same issue occurred. At this point, it was concluded that enough of the thrombus was removed and the procedure was complete. There were no patient complications and the patient's condition was fine.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of solent omni thrombectomy system and with a unknown guidewire inside. The pump, supply line was microscopically examined and it was noticed that there was blood in the device. Visual analysis showed that the outer shaft had a small kink 11cm and 55.5 from the tip of the catheter. Functional tested the device for 30sec in thrombectomy mode could not confirm any defects that the customer site witnessed. Although it was reported that the failure happened during the priming of the device, the presence of blood was in the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that an error message displayed during aspiration. An angiojet® solent¿ omni was selected for a thrombectomy procedure. Aspiration was initiated inside the body for approximately 45 seconds. However, an error message to check saline supply displayed. The device was re-primed and worked for an additional 45 seconds and the same issue occurred. At this point, it was concluded that enough of the thrombus was removed and the procedure was complete. There were no patient complications and the patient's condition was fine.